Event description:
A pt reported experiencing high blood glucose while using a surestep meter. Pt has started using ss meter since 2000. Ss meter had been reportedly always giving "low results". Pt has been diabetic for 2 yrs and does not base any medication intake on the ss meter results. In 2001, pt drove self to hosp where the pt underwent a stress test and an MRI. At the hosp pt was found to have high blood glucose for which pt was treated with insulin. During troubleshooting, the ss meter was found to be set in the mmol/l mode. No further info has been reported.